Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed a damaged control panel that was preventing the bag/vent switch from toggling to mechanical ventilation.. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during pre-use checkout. There is no report of patient involvement.